Event description:
We received an email from the doctor stating that the rv lead impedance was at 2782 ohms for this linox lead at the last clinical follow-up. An increase in rv threshold (3.5v at 1.5 ms) was also noticed in the previous follow-up by rv lead monitoring episode with loss of capture. Lead impedance at change out in 2019 was 1400 ohms with rv threshold of 2v at 0.4 ms. Decision was made to keep this lead at change out. Impedance and threshold have been slowly rising since. We are waiting on the decision of the doctors. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2024 recorded a stable pacing impedance of 2,800 ohms and a stable shock impedance of 65 ohms. The analysis of the provided iegm episodes revealed loss of capture on the atrial channel in episode 39. No further abnormalities were found. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.